Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead (0064) was capped due to inadequate readings by the psa. The shocking portion of the lead remains active.